Event description:
This rv lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 due to lead revision and noise. The physician is dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).